Manufacturer narrative:
Findings: unit had constant motor error alarm during rewind due to leaking oil on the motor home switch. Unable to perform displacement test, basic occlusion test, excessive no delivery test, prime/a33 test and occlusion test due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corners. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was 175 mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.